Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. UDI # (B)(4). Concomitant medical products: orthopedic salvage system modular tibial baseplate 83mm catalog #: 150425 lot#: 288800, orthopedic salvage system tibial bearing 12mm catalog #: 150410 lot #: 642360, biomet series a standard patella 40mm x 10mm catalog #: 184770 lot #: 155300, refobacin revision 1x40 bone cement catalog #: 3-01163-0001 lot #: a708db0707, a709bb0705, a709cb0707.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address unknown complications two (2) months post-operatively. Attempts have been made and no additional information has been provided at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown orthopedic salvage system tibial component, catalog #: ni, lot #: ni; unknown orthopedic salvage system tibial bearing, catalog #: ni, lot #: ni. Report source - foreign: (B)(4). The complainant has not yet indicated whether the product will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01061, 0001825034-2019-01062, 0001825034-2019-01063. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made and no additional information has been provided at this time.